Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the wire from the angio-seal device package was placed over the interventional sheath. The interventional sheath was removed; insertion of the angio-seal sheath was without a problem. During the insertion of the angio-seal, the device became stuck after 2/3 way of insertion. The physician removed the sheath and angio-seal and used a new 8fr angio-seal and finished the closure of the puncture side. There was no harm to the patient. Additional information was received on 06nov2019. The event occurred during insertion of the arteriotomy locator/sheath assembly; became stuck when mating the components. An 8fr sheath was used. A pre-deployment angiogram was performed. It was not possible to set the anchor. The device was the problem, it was only a mechanical problem, it could not be pushed into the angio-seal sheath. The procedure had to be aborted. The patient's condition was stable.